Manufacturer narrative:
The physician reported there were no instruments issues during the procedure, and there was no report of any robot system issues. Review of the system logs found there were no errors logged during this procedure. A review of the 5 procedures performed on the system subsequent to the reported event also found no errors occurred that would be related to the reported event. Review of the patient side cart information during the stapler portion of the procedure found there was no abnormality noted in the kinematic setup that would have contributed to a potential external collision. A device history record review was performed and there were no non-conformances identified to be related to this event. Review of the sureform 45 stapler logs found that clamping was successful and firing was completed with no pauses for compression. The instrument was removed and not used in the procedure again. There were no stapler related errors in the logs. The following concomitant devices were used during the procedure: sureform 45 stapler, 30 degree endoscope plus, monopolar curved scissors, large clip applier, two large needle drivers, prograsp forceps, maryland bipolar forceps, fenestrated bipolar forceps. A site review found that no complaints have been reported for any of these products. The 30 degree endoscope plus was reportedly damaged during the activities required for CPR and conversion to open. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died as a result of bleeding. The stapler was used to ligate and divide the renal artery. No allegation was made against the stapler and the stapler reportedly worked as expected on the renal artery. The bleeding occurred nearby from the aorta and was initially described as small. An attempt to repair the aorta led to increased blood loss due to aortic plaques and they converted to open surgery. Due to difficulties with a plaque in the aorta, the bleeding could not be controlled and the patient expired. Based on the information provided, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted left radical nephrectomy procedure, the patient started bleeding and ultimately expired. The surgeon reported that a spontaneous rupture of a plaque in the aorta occurred while stapling the renal artery resulting in bleeding. The patient expired during efforts to repair the aorta. The surgeon stated that the robotic stapler and other robotic instrument performed very well throughout the entire surgery. An intuitive surgical clinical sales representative (csr) was present during the procedure and stated the surgeon and or staff discussed that there was calcified tissue in the aorta which made it more fragile. The csr observed that the surgeon had successfully placed the sureform 45 stapler with a white reload over the vessel [renal artery] and the staple firing was completed without any issues. The patient started bleeding and the the surgeon attempted to suture the aorta using a large needle driver; however, the bleeding increased. The surgeon called for a conversion to open and the anesthesiologist directed the staff to start CPR. No additional details were provided.